Manufacturer narrative:
(B)(4). The 5.5 viper universal polyaxial driver (product code: 2797-34-000n, lot number: gm3899501) was returned for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip; the second half of the tip was not provided with part. The device was then sent to fracture analysis. Analysis found evidence that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending around the cannulation. No material defects or other abnormalities were observed in this analysis. A hardness test was also performed, and the driver was within specifications. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis and post market surveillance report review was conducted. As a result, no further complaint actions are required. The root cause of the driver shaft tip becoming broken cannot positively be determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending around the cannulation. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During surgery an 8 mm cortical fix screw was inserted into the pedicle. During insertion the tip of the quick connect igs viper screwdriver broke off. The broken tip was retrieved from the patient. Surgery delay was estimated at 15 minutes. No adverse effects were reported for the patient. The surgery could be completed with a second screwdriver available in the set.